Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using packing coils (pod pc). During the procedure, the physician successfully placed four ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then placed the introducer sheath of a pod pc at the hub of the microcatheter and attempted to advance the coil; however, experienced resistance and the pod pc would not advance out of its introducer sheath. Therefore, the physician decided to remove the introducer sheath from the hub of the microcatheter and attempted to advance the pod pc outside of the patient, however, the coil would not advance. The procedure was completed using new pod pcs, ruby coils and the same lantern. There was no report of an adverse effect to the patient.